Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 58 mg/dl and candy was consumed to address the bg level. The customer delivered a bolus too early and did not eat fast enough which caused the bg to drop. The customer received a malfunction code. During troubleshooting, the malfunction code reoccurred. The bg level during this event was 105 mg/dl. Reportedly, the customer received the backup therapy from a healthcare provider. The customer declined tandem technical support's offer to follow up.